Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board and system interface board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently would not boot up. There is no report of death or serious injury associated with the event.